Event description:
The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the psol valve. The unit passed extended self testing.